Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30541400 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization of a ruptured aneurysm, a galaxy g3 mini coil 1mm x 2cm (glm910020, 30541400) was used but there was a ¿crispy sound¿ and a resistance was felt when the coil was being advanced through the hub of an unspecified microcatheter (mc). It was retracted and it was confirmed the complaint coil became unraveled. It was replaced with another coil and the procedure was completed. A continuous flush was done. No patient injury was reported.

Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of a ruptured aneurysm, a galaxy g3 mini coil 1mm x 2cm (glm910020, 30541400) was used but there was a ¿crispy sound¿ and resistance was felt when the coil was being advanced through the hub of an unspecified microcatheter (mc). It was retracted and it was confirmed the complaint coil became unraveled. It was replaced with another coil and the procedure was completed. A continuous flush was done. No patient injury was reported. Additional information received indicated that nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30541400 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - resistance/friction with delivery catheter¿ and ¿coil ¿ unraveled/stretched in microcatheter¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The IFU gives instructions for when resistance is felt during delivery of the device. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.